Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient stimulation worked well, but they were always looking for something better. It was noted, the patient had their implantable neurostimulator (ins) adjusted eight times in a year. The reporter stated they could not tell how much the ins helps, sometimes 100% and sometimes 30-40%. Additional information received reported the patient was still having concerns with their device or therapy, but had not sought further help. Additional information received reported the manufacturing representative was in a case where they were going to leave a paddle lead in place. The patient had wanted the system explanted as he felt the system was not helping him. It was noted that the explant was aborted; the healthcare professional decided removing the paddle lead was not safe for the patient. The system remained implanted but was turned off. Additional information was requested, but was not available as of the date of this report.